Event description:
After cochlear implant was implanted, the device was tested by the audiologist. The intra-op testing revealed high impedance on all electrodes which got worse with conditioning. Neural response testing also showed non-physiologic responses. The device was then explanted and the back up implant was obtained and implanted into the patient. The new cochlear implant was then tested by the audiologist and passed. The explanted device was packaged in an explant kit supplied by the company with the appropriate paperwork filled out. It was then given to the inventory specialist for return.